Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan one touch release pump and two cylinders were received for evaluation. The inlet tube and connector were detached for testing. Examination and testing of the returned components revealed a separation within abrasion in the shorter length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with cylinder 1 or 2 or the detached inlet tube/connector. Based on examination the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. The rough and irregular surfaces of the separation indicate that sufficient stress was most likely exerted on the shorter pump exhaust tubing to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction, tubing leak/tear was reported. Only the pump was replaced.